Manufacturer narrative:
Initial reporter institution, phone: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a machine pressure sensor autozero failed error code. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted, that the customer's device had a zero-adjusting failure. The customer reported, that the device was restarted, but the issue was not resolved. It was recommended, to troubleshoot the acquisition module and air path system. It was suggested, to replace the following part(s) - rp-gas delivery system (gds), rp-pcba, data acquisition. A philips field service engineer (fse) evaluated the device and confirmed, the reported problem. The fse reported, that after turning on the device, an error code; machine pressure sensor autozero failed was observed. And the device did not work normally. The fse then reconnected the power cord from the device, but the issue reoccurred. It was confirmed, that the data acquisition (da) pcba had failed. The fse replaced the da pcba, and the device was returned to full functionality.